Event description:
Attorney alleges that as a result of the lead, the patient "has sustained and will continue to sustain severe physical injury and/or death" and severe emotional distress. It was noted in the manufacturer's database that the lead had been capped approximately one year prior to the patient's death. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. It is not known if the device was explanted post-mortem. There was no indication the death was device related; the cause of death has been requested, but has not been received.